Manufacturer narrative:
Product analysis: analysis found that the ventricular output connector was broken. It was also found that the attachment ring was bent, one bail and the bail cover were missing. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) that was returned for a functional check subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.